Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged pump error 43 alarm found on (B)(6) 2021. Device error received with pump error 43 alarm during rewinding. Unable to perform the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to pump error 43 alarm. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history file/ trace found (11) pump error 43 alarms in the pump history file/traces on jun 30, 2021 started from 1:01 pm to 1:10 pm. Device was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor assembly and force sensor. The force sensor measurement was not within spec range (-0.1mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window. Pump error 43 alarm was confirmed due to moisture damage motor assembly. Moisture damage found on the pcba 1/pcba 2. Cosmetic damage found on the back of the insulin pump case. Unable to confirm rewind anomaly due to pump error 43 alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that the insulin pump was able to clear the alarm. Customer stated they were unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for the further analysis.